Manufacturer narrative:
(B)(4). Section g4: the fisher & paykel (f&p) healthcare rt212 adult single-heated ventilator circuit is not currently available for sale in the united states of america (USA) but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the subject mr290v autofeed humidification chamber provided as part of the rt212 adult single-heated ventilator circuit, was not returned to f&p healthcare in new zealand for evaluation. Our investigation is based on the information, and description of events provided by the healthcare facility. Results: the healthcare facility reported that the mr290v humidification chamber was found to be cracked and leaking water during patient use. The subject rt212 adult single-heated ventilator circuit was replaced to continue the patients treatment. Conclusion: without the return of the subject mr290v vented autofeed humidification chamber, we are unable to determine the exact cause of the reported issue. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specifications at the time of production. The user instructions for the rt212 adult single-heated ventilator circuit state the following: do not soak, wash or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Do not use the chamber if the seals are not intact when received, or if it has been dropped. Use of the mr290 above maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilator pressure. Use usp sterile water for inhalation or equivalent for humidification. Do not add other substances to the water. Ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient.

Event description:
A healthcare facility in china reported that an mr290v vented autofeed humidification chamber provided with an rt212 adult single-heated ventilator circuit was found cracked and leaking water. There were no reported patient consequences.